Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose (bg) level was 248 mg/dl. A correction bolus via pump was delivered to address the bg level. Troubleshooting with tandem customer technical support was performed. The customer reported that the pump would continue to be used for insulin therapy.